Manufacturer narrative:
The pump was received with a cracked case at the display window corners, cracked battery tube threads, minor scratches on the display window and a stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's mother reported via phone call that they were unable to remove the battery cap on the insulin pump. The mother stated the lock was tightened too tight on the insulin pump. It was later reported the insulin pump powered off on the customer. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.